Event description:
It was reported by provider that the irc5p concentrator is running on extreme low o2 at about 60 percent. The unit is not beeping when initially started like normal.

Event description:
It was reported by provider that the irc5p concentrator is running on extreme low o2 at about 60 percent. The unit is not beeping when initially started like normal.

Manufacturer narrative:
If additional information is received a follow up will be filed.

Manufacturer narrative:
Product was returned for evaluation on (B)(4) 2015. Results: defective fitting receptacle, power switch button broke, f tube leaking and saturated sieve beds.